Event description:
According to the reporter, during a laparoscopic sleeve procedure on, there was a problem unloading the device. It crashed while shooting. Also, the device did not fire. There was no patient injury.